Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "fk pump serial # (B)(6) was giving the reported issue of "air in cassette alarm". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.